Event description:
The customer initially called for assistance with the priming options on the insulin pump. The customer's blood glucose reading at the time of the call was 500 mg/dl. The customer was a bit confused, and accidentally drank soda instead of bolusing for her blood glucose levels. The customer realized what she had done, and later bolused 6.3 units. The customer's daughter later called to report that the customer was still incoherent, with a blood glucose reading of 411 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The daughter stated that the paramedics were with them, and they would be calling back if further assistance was needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.